Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed approximately 12 cm from the terminal pin, which also corresponded to a cut in the suture sleeve tie down. Resistance testes were completed which verified the electrical performance. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted approximately one month post implant due to high pacing thresholds measurements associated with loss of capture (loc). A new rv passive fixation lead was successfully implanted. No additional adverse patient effects were reported.